Event description:
It was reported that the patient complained of experiencing the same symptoms after device implant as the patient was experiencing prior to implant. Additionally, the patient indicated that the physician had trouble programming the device after the initial implant. Follow up is currently in process for additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2012; 4196 implantable pacing lead - (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient complained of experiencing the same symptoms after device implant as the patient was experiencing prior to implant. Additionally, the patient indicated that the physician had trouble programming the device after the initial implant. It was further reported that follow up was attempted for additional information, but was unsuccessful. The device remains in use. No patient complications have been reported as a result of this event.